Manufacturer narrative:
H3 other text : device evaluated by a service technician.

Event description:
The manufacturer received information related to a simplygo mini portable oxygen concentrator. The device was evaluated by a service technician. The technician reports finding a burned power cord, sieve beds low oxygen, manifold assembly squeaks and cracked.